Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported experiencing elevated blood glucose level of between 280-290 mg/dl after going out to dinner. Caller stated he delivered a bolus via the pump and went to bed. Caller reported waking with elevated blood glucose level of 320 mg/dl and after vomiting about 30 times over 24 hours had wife take him to hospital; was treated with an insulin drip and insulin injections. Caller alleges elevated blood glucose level was due to a bent cannula. Requested return of the alleged device for evaluation.